Event description:
The consumer reported that the patient couldn't urinate and their urinary was very close to being completely shut down since (B)(6) 2016. The patient could only get maybe a trickle of urine. The patient was implanted to help with urinary frequency and maybe the device was working too well and had shut down any urges they had so they weren't urinating at all and were retaining urine. The patient had insomnia and when they couldn't sleep they knew their body was telling them something was wrong. After having 30 to 40 oz. Of liquid the patient should have been urinating, but they were not. There were no trauma or falls that could be related to the issue. The patient's implantable neurostimulator (ins) was turned on. The patient would call their health care provider (hcp) and it took them a long time to catch on to what the problem was. Voiding was not too good during the day and especially at night. The patient saw their hcp on (B)(6) 2016, but didn't bring their programmer. The patient switched from program 3 at 1.4v to program 4 at 1.9v and felt stimulation comfortably in the rectum area. After making adjustments to their settings the patient could see an improvement, but needed a bigger improvement because they still had issue emptying their bladder. This was a 24 hours a day issue and the patient wanted to make another adjustment. The patient changed to program 1 at 2.3v on (B)(6) 2016 and would see if this helped their issue. The patient would have an appointment with their hcp in 6 weeks. The patient had no appointment dates related to their urinary retention. The circumstance that led to the urinary retention was that it all started with drinking large quantities of diet soda to feel full and hold weight down. The steps taken to resolve the urinary retention were different operations including surgery, shaving area involved surgery, and drinking less fluids. The patient's urinary retention had not been resolved and they wanted a manufacturer representative to meet them at their hcp's office at their appointment in (B)(6). The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.